Event description:
It was reported that during inspection of the product, debris was noticed in the sterile packaging. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient was involved in this event. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures showed a foreign substance trapped between outer and inner blister. Therefore, the reported event is confirmed. Visual examination of the returned product showed that the product was in its double blister still sealed. A foreign substance has been found between both blisters. A review of the device manufacturing records confirmed no abnormalities or deviations. Review showed that the packaging can contain up to 3 free particule with a size inferior or equal to 0.4mm. The size of the current particule is 2mm. Device is used for treatment. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. The root cause of the reported issue is attributed to a packaging issue as the foreign substance was contained in the outer blister that was still sealed. A communication of the issue has been done to both operational quality and production departments. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.